Event description:
Physician reports late seroma and capsular contracture grade iii. This relates to the left device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the weight the device within specification, wear abrasion and crease flat. Bubbles and cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late

Event description:
Physician reports late seroma and capsular contracture grade iii. This relates to the left device. Device has been explanted.